Event description:
A customer contacted beckman coulter inc. (Bci) reporting a diluent leak at the rbc bath in the coulter lh 750 hematology analyzer. The operator was wearing proper ppe and there was no exposure to mucous membranes or open wounds and medical attention was not sought.

Manufacturer narrative:
While troubleshooting, the customer noticed the drain tubing was disconnected from the bottom of the rbc bath. The customer reconnected tubing to rbc bath and verified instrument operation. No further incidences of disconnected tubing have occurred at the customer's laboratory.